Manufacturer narrative:
(B)(4). Batch #: r92r74. Additional information was requested and the following was obtained: when the single-use handpiece was installed, the handpiece was rotating idle capacity. No test could be performed. When it was removed, it was impossible to perform it. They had broken the device. Did the patient experience any adverse consequences due to this issue? Unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received disassembled with the nose cone and transducer assembly detached returned. In addition, the nose cone was cracked. Upon visual inspection to the transducer assembly, it was observed that the 4-40 stud was not broken as reported. No functional testing could be done due to the condition of the returned device. Therefore, we were unable to investigate further the incomplete pre-run test the end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the device didn't work.